Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 74cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the shaft was broken. During the procedure, a 2.00x20mm emerge balloon catheter was advanced for dilation, however, it was not dilated and the inflation pump was filled with blood. The device was pulled back and it was noted that the shaft was completely broken and leaking. The device was removed and the procedure was completed with another same device. No patient complications were reported and the patient¿s status was well.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the shaft was broken. During the procedure, a 2.00x20mm emerge balloon catheter was advanced for dilation, however, it was not dilated and the inflation pump was filled with blood. The device was pulled back and it was noted that the shaft was completely broken and leaking. The device was removed and the procedure was completed with another same device. No patient complications were reported and the patient¿s status was well.